Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2013, the patient reported that he had been hospitalized while using a competitor's infusion set. The patient's blood glucose level was elevated to 500 mg/dl. He attempted to bolus to correct the elevated blood glucose level, but it would not reduce. The patient stated that he rolled over in the middle of the night and infusion tubing caught on his watch and pulled the self adhesive from the cannula. The patient was admitted to the hospital and given insulin injections to correct the elevated blood glucose level. The cleo infusion set mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).